Event description:
Reporter stated that pt's blood glucose was measured, on the accu-chek mobile system, with a result of 100 mg/dl. Pt's blood glucose was immediately retested, on a laboratory instrument, with a result of 50 mg/dl. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect product for eval.

Manufacturer narrative:
The event occurred in (B) (6).